Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient wanted to speak with their manufacturing representative (rep) because they think that interstim therapy was not working for them. The patient reported it was not helping their urinary control and cannot feel when they go to the bathroom. Patient also had a different stimulator thought the two implanted may be crossing wires, because after patient increased interstim amplitude to 2.0-2.1 they got a shock "between the two of them right down the leg" and had to decrease it. Patient reported the shock occurred a few days after increasing amplitude as they were getting into a pool. The water was a little cool but not cold and their left leg felt like it was being overstimulated and that is where they had the really bad shock and their partner had to quickly turned stimulation down. Patient stated they are not sure if the shock was caused by the cold water or what. Since decreasing patient has not felt anything. Recommended patient consult with managing physician's office and discuss their wishes to consult with the rep and the healthcare provider.